Manufacturer narrative:
Update to block b5: describe event. Updated to block h6: patient codes and conclusion codes. This report was filed in duplicate to the primary report for the pump and that any potential future updates will be addressed under 2124215-2024-42266.

Event description:
It was reported that an artificial urinary sphincter (aus) did not function as expected and the patient developed a wound infection and fever. The aus was explanted, and no new device was implanted to allow the patient to recover. No additional patient complications were reported.

Event description:
It was reported that an artificial urinary sphincter (aus) did not function as expected. The device was removed. No patient complications were reported.